Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed stent movement and stent damage. The entire stent was damaged and deformed in particular proximal struts 1-6. The first and second most distal struts were lifted. The stent was moved distally with struts extending over the distal markerband. The manufacturing crimp data was reviewed for this device and no anomalies were highlighted. The maximum crimped stent profile was found to be within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed a kink in the midshaft at approximately 20mm distal from the hypotube/midshaft bond. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2017.   It was reported that shaft kink occurred.   Vascular access was obtained via the radial artery. The 100% stenosed, 3.00x38mm target lesion was located in the moderately tortuous and moderately calcified proximal posterior descending artery (pda). After pre-dilatation was performed with a 2.5x30mm and 2.0x20mm maverick balloon catheters resulting to 60% residual stenosis, a 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the middle and distal part of the device were apparently bent. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed stent damage and movement on the balloon.